Event description:
Boston scientific received information that during a routine device replacement procedure, the right ventricular (rv) lead was disconnected from the chronic device. Once connected to the pacing system analyzer (psa), testing yielded an open circuit message and a null impedance value. The rv lead was surgically abandoned and replaced. The device was explanted and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.